Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a device-check, noise was observed. The noise was not reproducible in-clinic. It was noted that auto mode switch episodes were also occuring every 2 hours. Programming changes were not made. The patient will continue to be followed-up.